Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "1870 error code" messages. Functional check and visual inspection of the pump were conducted. The reported issue was able to be confirmed. The pump was found to be displaying "1871" error code message on power up. Broken optical switch blue wire was found and the root cause of the damage is unknown. The optical switch will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1870. This issue was discovered during testing and there was no patient involvement.